Event description:
It was reported that the patient presented remotely via merlin.net and follow up in clinic. It was noted that the right ventricular lead exhibited noise-oversensing which resulted in pacing inhibition. The noise was not reproducible. Programming changes were performed. There were no patient consequences.